Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor was displaying service code 107. The pt's monitor then started to constantly reset itself. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is under investigation. The reported problem (service code 107) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of root cause analysis. No adverse event resulted from the constant resets. The pt received a replacement monitor.